Manufacturer narrative:
Correction: section d4 UDI: updated as it was omitted during the initail submission. The device investigation has been completed and the results are as follows: DHR results the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: not applicable as the complaint cannot be replicated and there was there were non-conformites observed or identified. Investigation methods/results the returned parts were inspected and evaluated visually and in comparison with the DHR. There was no defect or nonconformity observed. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the failure to osseointegration.

Manufacturer narrative:
The actual device is yet to be returned for investigation. The DHR was reviewed and no discrepancies were noted. However, failure to osseointegrate is a well known and well-documented inherent risk of implant procedure. More results will be available upon completion of the evaluation and investigation of the returned part.

Event description:
It was reported that an implant had failed. The patient had three implants placed on (B)(6) 2016. The implants became loose post-surgery and the patient had experienced pain; therefore, the implants were removed. The implant for tooth location #27 (implant c) was removed on (B)(6) 2017. The pain was stated to have disappeared after the implant was removed. The patient experienced general bone loss and an infection. There were no abnormalities observed with the implant itself. The patient is currently stated to be doing " satisfactory" and is stated to not to be in pain. Please refer to report numbers 3002195199-2017-00001(a)/ 3002195199-2017-00002(b) for additional implants.